Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and bso due to sui, uterine prolapse and postmenopausal bleeding. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. It was reported that following insertion the patient experienced pain in the left side groin area and at times it¿s very sharp, recurring infections, painful sex, loss of mobility and weight gain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.